Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 34 mg/dl. The customer's blood glucose was 284 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer also reported that they experienced high blood glucose of 318 mg/dl and got treated with manual injection. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing more amount of insulin than shown on the status screen. The customer performed self test and the insulin pump passed. The customer performed displacement test and the piston stopped and numbers were appearing on the screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump passed the delivery accuracy test. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.